Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection identified hairline cracks in the minicap. Functional leak testing and pressure testing determined that the device was leaking. The evaluation confirmed the reported condition. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap cracked resulting in a leak of iodine solution. This was observed after 10-15 minutes of patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.